Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: pump emitted a ¿no delivery ¿ exceeds max tdd units¿ alarm on (B)(6) 2014. Patient was not aware of what this alarm was and did not respond to it; blood glucose (bg) levels began to rise, patient became lethargic as the day went on and had to call an ambulance, was taken to ER with bg 700mg/dl and admitted to hospital ICU. She was taken off pump and put on insulin drip, discharged on (B)(6) 2014 with insulin pens until settings adjustments are made to pump. Patient is calling for assistance with increasing her maximum daily limits. This complaint is being reported because the patient experienced hyperglycemia subsequent to the user error of not responding to the pumps¿ alarm for exceeding the maximum daily dose.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.